Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.